Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify cyber security - hacking allegation anomaly due to buttons not responding. (B)(4).

Event description:
Customer reported via phone call that the insulin pump may have been affected by the cyber security hacking issue. Per previous notes, customer received a notification and was concerned due to working in a high-tech school. Insulin pump qualified for replacement.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is august 27, 2019.

Manufacturer narrative:
Please disregard the supplemental report. The initial report had the correct aware date of 25-sep-2019.